Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beep no cassette error during testing. There has been no report of patient involvement. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was evidence of the reported error in the event history log. The reported problem was not duplicated. During the investigation, the pump was giving the normal cassette removed alarm without the test cassette installed. The failure reported was not confirmed; no fault was found. Upon inspection, the downstream occlusion sensor was undamaged and there was no evidence of fluid ingression, however, the downstream occlusion sensor was replaced as preventative measure. No root cause was determined. The product is beyond 11 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).